Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the patient went to the emergency room (ER) two days prior to report and then was checked into the hospital. The patient's father was calling and was looking for someone to verify the patient's pump was still functioning. It was noted that they were running "all sorts of tests" on the patient as the patient experienced a fever spike and extreme stress. The patient was reportedly non-vocal and nearly immobile due to a brain injury. The patient was reportedly heavily sedated and finally got sleep the night before report. The caller reported that the patient was in painful distress. It was noted that this issue started roughly 48 hours prior to report. The pump was reportedly infusing baclofen. Additional information was requested, but was not available at the time of report.

Event description:
Additional information received reported the daily dose of baclofen was 660mcg/day at a concentration of 2,000. The patient¿s health care provider (hcp) was unaware of the event, they spoke with the patient¿s mother and ¿? Kidney stone¿ was noted. When asked if the event was attributed to the pump, a catheter programmer or drug effect, ¿none as far as I know¿ was listed. An issue with the pump was not confirmed. It was lastly noted the patient was dealing with kidney stones and that the problem was ¿not thought¿ to be related to the pump as of the date of the report. It was further reported there were no pump issues at all and no indication of anything that the hcp ¿sent over ¿in the chart, dictation or in nurse call center notes. The managing hcp had no information either. The patient had an upcoming appointment but that was all that was recent. If the hcp heard anything they would call back or send back a fax.

Manufacturer narrative:
(B)(4)